Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2013: the patient presented with l5-s1 advanced degenerative changes with right lower extremity l5 versus s1 nerve root radiculopathy secondary to stenosis. The patient underwent the following procedures: l5-s1 posterolateral fusion. L5-s1 posterior interbody fusion. L5-s1 posterior instrumentation with application of biomechanical device. Intra-operative use of microscope. Intra-operative use of fluoroscopy with interpretation. L5 laminectomy. As per-op notes, ¿the intra-discal space was copiously irrigated. Interbody structural spacer was trialed and gently placed along with a portion of the patient¿s retained autograft, placed anterior to the cage as well as within the cage itself along with a single strip of bone morphogenic protein placed far lateral to the discectomy approach.¿ the patient tolerated the procedure well. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.